Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 09-jul-2018 with the following findings: the pump's black box showed that there was an occlusion alarm during the prime steps. The pump was able to perform the prime steps during the investigation with no issue. The pump was exercised for 24 hours with no occlusion issues being duplicated. The pump¿s force sensor was found to be within calibration. The alleged issue could not be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.